Event description:
This medwatch report involves several failures of the same type. While monitoring and managing fluid delivery on a filtered IV administration set, the clinician noted pooling and leaking of the IV solution in and around the 0.2-micron filter element. The IV set was replaced, and the patient was monitored for infections and other events in subsequent checks. The staff then noted additional failures in the next few days of the same type of leaking around the 0.2-micron filter on different patients and infusion pumps. Staff then began collecting and sending all defective units to biomedical engineering for reporting. Biomedical noted that all failures did occur at the 0.2-micron filter element and that the IV administration sets were comprised of a 150ml burette connected to a 112-inch filtered administration set. Biomedical determined a timeline to identify a lot number for the IV set used. Biomedical contacted the manufacturer to report and arrange replacement of the "affected" lot. Manufacturer response for primary plum set, plum set (per site reporter). Manufacturer providing pickup of 12 each affected units with leaking around 0.2 micron filter element. Manufacturer working on providing replacement IV sets to remove our existing lot.